Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed. Additional observations were as follows: iol returned positioned incorrectly in the iol case. A significant amount of solution was dried on both surfaces of the optic and haptics. Iol cleaned to facilitate testing. The optical resolution was acceptable; lens meets specification readings for primary and secondary image focal length. No root cause identified as the lens met specifications for the reported complaint. Based on the results from the product and batch history record, the product met release criteria. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Following an intraocular lens (iol) implant procedure, an ophthalmic surgeon reported that the postoperative follow up examination revealed an unexpected refraction of -1 diopter. The lens was exchanged in a second surgery and the patient was satisfied immediately. Additional information has been requested but not received.